Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.25mm x 16mm express 2 stent was advanced to the lesion but encountered "some" resistance. The device was removed and it was noticed that the edges of the stent were flared. The procedure was completed with a different device. No patient complications were reported and patient's status is fine.